Manufacturer narrative:
(B)(4). Baxter evaluated the device and found the device to be out of specification in relation to system error 105. System error 105 was confirmed through a review of the event history log and reproduced at power up. This condition was found to be caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump the device experienced system error 105. There was no patient involvement.